Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced a kinked cannula due to which she high blood glucose level. Therefore, she tried to treat herself with multiple daily injection, but on (B)(6) 2022, the patient first went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis. Her highest blood glucose level was over 27.7 mmol/l and high ketone level which their health care professional assessed as dangerous/life threatening. Moreover, the infusion had been used for seven hours. Further, the patient was transferred to the intensive care unit. During hospitalization, he received intravenous insulin drip as corrective treatment which resolved the issue. At the time of this report, the patient had already spent four days in the hospital and was currently hospitalized. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.